Event description:
It was reported that the patient's pain returned this morning ((B)(6) 2014). The pump was interrogated, and a motor stall was confirmed in the print report logs at 6:41am ((B)(6) 2014) with no recovery noted. The pump was explanted and replaced. A dye study was performed, and the health care provider (hcp) was unable to withdraw, but the dye injection showed that the catheter was patent. The cause of the motor stall had not been determined. No patient injury was reported, and the patient recovered without sequela. It was later reported, that on (B)(6) 2015, the patient was doing well. The drug that was used via the device system was dilaudid, clonidine, and bupivacaine.

Manufacturer narrative:
Analysis of the pump revealed gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft-bearing. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The eval code-conclusion is related to the catheter. The eval code-conclusion is related to the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.